Manufacturer narrative:
After completing a visual inspection there was nothing wrong with the bed, tech has performed a calibration on the beds lift limits. Post calibration bed regained full functionality.

Event description:
It was reported by service report that the head lift would not go down. No pt involvement or adverse consequences are reported.